Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned device using the unaided eye under normal plant lighting revealed that the teflon tubing used to bridge the airway line to the lumen in the shaft had worked its way inside the pilot balloon. The cuff of the returned device did inflate and deflate when air was inserted through the inflation valve, which indicates that the teflon tubing was in the correct location when the device was assembled; otherwise, the opening that joins the external airway line to the internal lumen would have been blocked by adhesive. The inflation valve was removed from the pilot balloon to facilitate removing the teflon tubing from the pilot balloon. The root cause of the reported issue was unable to be determined. The investigation could not determine a definitive root cause for the migration of the teflon tubing into the pilot balloon. Since no adverse trends have been identified related to this issue, no corrective actions are planned at this time.

Event description:
It was reported that a foreign object was found in the pilot balloon right out of the box. No patient injury was reported.